Event description:
It was reported that the tip of the final tightener broke off. He was final tightening his blockers to finish the case. Him and his fellow were able to get 3 of the 4 screws tightened without a problem. As the fellow was tightening the last screw, they heard a loud snap and he disengaged the final tightener at which time he found that the tip of the tightener was still stuck in the blocker. The surgeon was able to get the tip out of the blocker with a pair of bayonets. They were able to continue with another final tightener without any issues.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the instrument was not returned for evaluation. This type of breakage has been investigated and addressed under CAPA (B)(4); the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Event description:
It was reported that the tip of the final tightener broke off. He was final tightening his blockers to finish the case. Him and his fellow were able to get 3 of the 4 screws tightened without a problem. As the fellow was tightening the last screw, they heard a loud snap and he disengaged the final tightener at which time he found that the tip of the tightener was still stuck in the blocker. The surgeon was able to get the tip out of the blocker with a a pair of bayonets. They were able to continue with another final tightener without any issues.